Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and insulin pump went blank dead. Customer had a blood glucose of 522 mg/dl and yesterday it was 559 mg/dl. High blood glucose was treated with the syringe and blood glucose went down to it went down to 330 mg/dl and at dinner time it went down to 280 mg/dl and at the bed time it was down in the 100's mg/dl and customer took some carbs for bed. This morning it says low, it says low when it gets to 80 mg/dl, it said 79 mg/dl. Customer took 30 grams of carbs, it was 125 mg/dl. After 45 minutes to an hour the display said blood glucose of 241 mg/dl. Customer treated high blood glucose with the insulin pump and declined troubleshooting for this. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 buffered test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform buffered test solution test as the sensor is beyond its expiration date. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.